Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unknown date, during preventative maintenance testing, the device failed the flow accuracy rate. Additionally, it was stated that the device was tested 4 times. It was further stated that the "pump on b side puts out 8.5 when it was set to 10" there was no patient involvement and no human harm was reported. (B)(6).

Manufacturer narrative:
The returned device passed the self-test. The device passed the volume accuracy test with 19.69 ml of fluid. Volume accuracy of 98.45 %. Ran a protocol on a-line only. Rate of 200 ml/hr. Volume to be infused (vtbi) of 10 ml. For a total volume infused of 9.80 ml. Volume accuracy of 98 %. Ran a protocol on b line only. Rate of 200 ml/hr. Vtbi of 10 ml. For a total volume infused of 9.77 ml. Volume accuracy of 97.7 %. Thus, not able to confirm the customer¿s complaint. A probable cause for the customer¿s complaint of inaccurate under-delivery was not found. The device's default settings are set to rate instead of keep vein open (kvo). When the device is set to rate it will keep delivering fluid at the rate it is programmed even after the desired vtbi is met. Engineering summarizes findings: customer performed the components of the preventative maintenance (pm) delivery accuracy test (infusing 10 ml @ 200 ml/hr on lines a & b) six times: 2 times on line a and 4 times on line b. However, while the formal test calls for programming a (continuous) and b (piggyback) at the same time; customer ran each segment (a or b) independently of all others. The logs record delivery as being within accuracy tolerance in all six instances. However, the formal test calls for collecting delivered volume in a graduated cylinder and measuring it directly. Logs only report what the pump knows, only that can be verified here. Engineering evaluates that the logs record the pump as delivering accurately within design tolerance (actually, within 1.1% or better, while tolerance is +/- 5.0%). Logs do not provide data to confirm the volume physically measured in the graduated cylinder by the customer. The complaint could not be confirmed. The pump is evaluated as operating correctly.